Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic total hysterectomy while treating the right side of the uterus, the bipolar maryland forceps (sn (B)(6)) had frayed and broken internal wire. It was safely removed from the patient cavity and replaced with a new instrument to complete the procedure. There was no patient injury.

Manufacturer narrative:
New information added to the following sections: b5, event description updated to reflect one instrument. Instrument sn (B)(6) not involved. D9, device return status and date. New information has been received, and reassessment of the complaint found that is is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic total hysterectomy while attaching the extra large needle driver instrument to the arm after port docking, the instrument was not recognized due to poor attachment to the instrument drive unit (idu). Attaching the same instrument to a new arm and idu resulted in the same issue. The instrument was exchanged and there were no further issues. There was no reported condition for the associated sterile interface module, as the instrument was not working on any arm. There was no patient injury.